Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that failure of the balloon to deflate occurred. The target lesion was located in a dialysis fistula. A 5.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. The balloon was inflated up to nominal pressure; however, after post-dilation when the balloon was attempted to be deflated, it would not deflate. The balloon was punctured directly through the skin and was deflated about 10 minutes. The balloon was then removed in a fully deflated state and the procedure was completed. There were no patient complications reported and the patient was discharged home.

Manufacturer narrative:
Device lot number corrected from 19929291 to 19992850. Device manufactured date corrected from 11/08/2016 to 11/28/2016. Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen, blood in the hub and balloon. The tip, balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed pinholes in the balloon located at the proximal end of the distal markerband, shaft damage (stretched for 1 cm) located 15 cm from the tip. Functional testing consisted of an inflation device filled with water was used to try to inflate the device to rated burst pressure (rbp). The device could not inflate due to the shaft damage, fluid could not flow into the balloon. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that failure of the balloon to deflate occurred. The target lesion was located in a dialysis fistula. A 5.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. The balloon was inflated up to nominal pressure; however, after post-dilation when the balloon was attempted to be deflated, it would not deflate. The balloon was punctured directly through the skin and was deflated about 10 minutes. The balloon was then removed in a fully deflated state and the procedure was completed. There were no patient complications reported and the patient was discharged home.